Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemosafelock vial adapter where it was reported that there was a leakage. Patient involvement and harm are unknown.